Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014. This follow up MDR is being submitted due to the receipt of a revised image review relating to this event. The zisv6-35-125-8.0-80-ptx device of lot number c1235335 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are three devices linked to this incident. The details for all three devices, and the respective complaint files are as follows: (B)(4) / zisv6-35-125-8.0-120-ptx / c1245452 / report# 3001845648-2017-00150, (B)(4) / zisv6-35-125-8.0-60-ptx / c1213812 / report# 3001845648-2017-00151, (B)(4) / zisv6-35-125-8.0-80-ptx / c1235335 /this report. As per the additional information received, a summary of the event was described as follows: the original plan was to place 2 zptx stents to cover a 170mm long sfa lesion. (120mm + 60mm, 10mm overlapping zone). The first one stent, zisv6-35-125-8.0-120-ptx, expected to be 20mm long was only 80mm. 90mm were still required to be covered. Therefore a zisv6-35-125-8.0-80-ptx stent was placed, however this was also shortened to 60mm instead of the expected 80mm. The 170mm lesion was still not covered, so a zisv6-35-125-8.0-60-ptx was placed, which also shortened and was only 40mm in length instead of the expected 60mm. At this point, including the overlapping zones the lesion had still not been covered, so a medtronic everflex 8x4 stent was placed. From customer testimony, the complaint device was advanced over a 0.035 diameter by 260cm, merit laurate wire guide. The device was initially advanced through a 6fr merit introducer, which was exchanged to a 8fr cordis introducer. The target location as the popliteal artery, and the stent was post-dilated with an admiral 7mm x 80mm balloon. Images were provided to support the complaint investigation for (B)(4). It may be noted however that this also covers (B)(4). They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. Two photographs of film in pdf format are provided along with the complaint report. 2. Two additional images of the complaint stent now provided. One was a jpeg image demonstrating the stent immediately after implantation. The other was a dicom format image demonstrating the entire stented segment. 3. The stent measures 78mm in length. A concertinaed segment was present in the proximal stent. This stent overlapped the more distal viabahn stent graft. 4. The stents were implanted through a steeply angled sf antegrade sheath. This angle refers to the sheath's path as it traverses the skin and tracks into the common femoral artery (cfa) and not the sheath's design shape. A straight path into the cfa upon antegrade access is the exception rather than the rule. Despite a propensity to kink as it enters the cfa, a sheath without any preformed curvature is typically used for this purpose to accommodate varying degrees of insertion. Larger sheaths provide kink resistance and create less friction even when kinked but increase the bleeding complication risk upon sheath removal. 5. The use of an 8f sheath was likely necessitated by the use of a viabahn in the popliteal artery. A .035 wire viabahn requires a 7f sheath even at the smallest diameters of 5mm and 6mm. A 7mm viabahn requires an 8f sheath. The sfa was likely 7mm in diameter given that the post stent angioplasty balloon diameter was 7mm. Since the popliteal artery is usually slightly smaller than the sfa, it was likely between 4mm and 6mm. Because it is critical to not oversize popliteal artery viabahn stents, the popliteal diameter and consequently the viabahn stent diameter likely was 5mm or 6mm. With relatively straight anatomy, the smallest diameter sheath, a 7 f sheath, would have been the most likely choice. The choice of an 8f sheath indicates that the highly angled antegrade access either caused or was anticipated to cause too much friction to use a 7f sheath for viabahn introduction. 6. The 8x80mm stent was the mid stent. It was implanted to a length of 63mm and overlapped with the most distal 120mm stent. This stent expanded to at least 7mm except at its proximal end where it was constrained to 5mm. Even though the image quality was limited, stent element crowding, indicative of longitudinal compression, was evident. 7. The most proximal stent was the 8mmx60mm stent. It was implanted to a length of 43mm. Each end of the stent was constrained to a diameter between 4.6 and 4.8mm. Again, despite poor image quality, stent element crowding that is indicative of longitudinal compression, was present. 8. The lesion was reported as an occlusion. After angioplasty, plaque that was occlusive is more likely to be highly irregular and more likely to recoil. 9. The lumen into which the stents were deployed was significantly narrower than the design stent diameter either as a result of insufficient pre-implantation angioplasty or significant recoil. Impression: 1. All three zilver ptx stents including the complaint stent were implanted in longitudinal compression. 2. Two mechanisms likely combined to cause implantation in longitudinal compression. First, inadvertent delivery system advancement was likely, particularly since all three stents were longitudinally compressed. Antegrade access with an acute artery enter angle and short vessel purchase and significant stent diameter oversizing increase the likelihood of stent implantation in longitudinal compression. Access angulation prevents sheath retraction. This is sensed by the operator as device kickback, causing the operator to apply forward pressure that inadvertently advances the entire system. Second, the lumen characteristics favored stent extraction. The stents were deployed into a lumen that was likely significantly smaller than the stents' diameter and highly irregular. This causes the stent elements to deploy angulated rather than parallel to the vessel lumen. This effectively shortens the stent and extracts it from the delivery system. 3. Significant findings relative to the patient's anatomy were observed. The stents were deployed from a steep angle. The increased friction likely necessitated the use of a larger diameter sheath. As a result of the antegrade access' short purchase, system stability was reduced. 4. Significant findings relative to the disease state were observed. Because the lesion was occlusive, the pre-stent lumen was significantly narrower relative to the stents' diameter and likely highly irregular. 5. Significant findings relative to the use of the device were observed. The stents were deployed longitudinally compressed as the result of inadvertent delivery system advancement and stent extraction. Stent extraction was encouraged by aggressive oversizing and possible modest preimplantation angioplasty. Eight mm diameter stents are usually implanted in the iliac arteries. Most sfa stents are 6mm with 7mm used on occasion. Although segments of the sfa may have measured 7mm and indicated an 8mm stent, long sfa segments considerably constrained the stents to just over 4mm. The lumen of an sfa into which the 8mm stent is deployed maybe well less than 4mm depending on pre-implantation angioplasty diameter and duration, plaque burden, and plaque calcification. It is in segments such as these where stent extraction has been observed. 6. Significant findings relative to the design or performance of the device were not observed. 7. Cause of adverse events was not observed. Based on the imaging review, the complaint of stent shortening is confirmed. All three zilver ptx stents including the complaint stent were implanted in longitudinal compression. As per the imaging review, it was stated that the likely cause of this event was a combination of the following two mechanisms, and not stent mislabeling: first, inadvertent delivery system advancement was likely, particularly since all three stents were longitudinally compressed. Antegrade access with an acute artery enter angle and short vessel purchase and significant stent diameter oversizing increase the likelihood of stent implantation in longitudinal compression . Access angulation prevents sheath retraction. This is sensed by the operator as device kickback, causing the operator to apply forward pressure that inadvertently advances the entire system. Second, the lumen characteristics favored stent extraction. The stents were deployed into a lumen that was likely significantly smaller than the stents' diameter and highly irregular. This causes the stent elements to deploy angulated rather than parallel to the vessel lumen. This effectively shortens the stent and extracts it from the delivery system. However a definite root cause of this complaint cannot be confirmed. It may be noted that the instructions for use, zilver ptx drug-eluting stent is designed not to shorten upon deployment. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1235335. Additional placement of a zisv6-35-125-8.0-60-ptx stent was required as a result of this event. There were no further actions required and the patient is well. Outflow was good and result acceptable. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt of a revised image review relating to this event. Initial report details: physician opened a zilver ptx stent box 8x120. After placement the stent appeared on the screen only to be 80mm long instead of the needed 120. Nurse called me. Action: use other on shelf cnt stents to cover the complete lesion to serve the patient correct. All 3 stents did not have the length that was expected. Physician did flush both (inner and outer sheath) holded the deployment system strength, deployed first 4 - 5 mm and then waited a few seconds to let the nitinol stent open before releasing complete stent. Additional clarification provided as follows: "original plan was to place 2 zptx stents to cover a 17cm long sfa lesion. (120 + 60, 1cm overlapping zone). The first one expected to be 120 long was only 80 (1/3rd of the length was missing). As dr. (B)(6) still need to cover another 9cm with no 8x100mm in stock he decided to take the 80 long. Also this one came out only with 6cm length (again 1/3rd of the length missing) it ended up in the need of placing a 3rd zptx still to cover the original 17cm long lesion. He had another 60mm long on stock and took this one as last option. Unfortunately, also this one shortened and was only 4cm instead of the expected 60mm length. As with the overlapping zones still the 17cm have not been covered properly dr. (B)(6) needed to place another stent which was then a medtronic everflex 8x4. There were no further actions required and the patient is well. Outflow was good and result acceptable." Reference related reports # 3001845648-2017-00150 & 3001845648-2017-00151.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014. The zisv6-35-125-8.0-80-ptx device of lot number c1235335 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are three devices linked to this incident. The details for all three devices, and the respective complaint files are as follows: (B)(4)/ zisv6-35-125-8.0-120-ptx / c1245452 / report# 3001845648-2017-00150; (B)(4) / zisv6-35-125-8.0-60-ptx / c1213812 / report# 3001845648-2017-00151; (B)(4)/ zisv6-35-125-8.0-80-ptx / c1235335 / report# 3001845648-2017-00152. Images of the implanted stent were provided, and sent for review by (B)(4). The investigation will be updated once an image review has been conducted. From customer testimony, the complaint device was advanced over a 0.035 diameter by 260cm, merit laurate wire guide. The device was initially advanced through a 6fr merit introducer, which was exchanged to a 8fr cordis introducer. The target location as the popliteal artery, and the stent was post-dilated with an admiral 7mm x 80mm balloon. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from the customer testimony. As the device was not available for evaluation, and the image review has not yet been conducted, a definitive root cause for this occurrence cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1235335. Additional placement of a zisv6-35-125-8.0-60-ptx stent was required as a result of this event. There were no further actions required and the patient is well. Outflow was good and result acceptable. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Physician opened a zilver ptx stent box 8x120. After placement the stent appeared on the screen only to be 80mm long instead of the needed 120. Nurse called me. Action: use other on shelf cnt stents to cover the complete lesion to serve the patient correct. All 3 stents did not have the length that was expected. Physician did flush both (inner and outer sheath) holded the deployment system strength, deployed first 4 - 5 mm and then waited a few seconds to let the nitinol stent open before releasing complete stent. Additional clarification provided as follows: "original plan was to place 2 zptx stents to cover a 17cm long sfa lesion. (120 + 60, 1cm overlapping zone) the first one expected to be 120 long was only 80 (1/3rd of the length was missing). As dr. (B)(6) still need to cover another 9cm with no 8x100mm in stock he decided to take the 80 long. Also this one came out only with 6cm length (again 1/3rd of the length missing) it ended up in the need of placing a 3rd zptx still to cover the original 17cm long lesion. He had another 60mm long on stock and took this one as last option. Unfortunately, also this one shortened and was only 4cm instead of the expected 60mm length. As with the overlapping zones still the 17cm have not been covered properly dr. (B)(6) needed to place another stent which was then a medtronic everflex 8x4. There were no further actions required and the patient is well. Outflow was good and result acceptable." Reference related reports # 3001845648-2017-00150 & 3001845648-2017-00151.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-8.0-80-ptx device of lot number c1235335 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are three devices linked to this incident. The details for all three devices, and the respective complaint files are as follows:(B)(4) / zisv6-35-125-8.0-120-ptx / c1245452 / report# 3001845648-2017-00150. (B)(4) / zisv6-35-125-8.0-60-ptx / c1213812 / report# 3001845648-2017-00151. (B)(4) / zisv6-35-125-8.0-80-ptx / c1235335 / report# 3001845648-2017-00152. Images were provided to support the complaint investigation for (B)(4). It may be noted however that this also covers (B)(4). They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. Two photographs of film in pdf format are provided along with the complaint report. 2. The stents were implanted through a steeply angled 8f antegrade sheath. The use of an 8f sheath was likely necessitated by the use of a viabahn in the popliteal artery. A .035 wire viabahn requires a 7f sheath even at the smallest diameters of 5mm and 6mm. A 7mm viabahn requires an 8f sheath. The sfa was likely 7mm in diameter given that the post stent angioplasty balloon diameter was 7mm. Since the popliteal artery is usually slightly smaller than the sfa, it was likely between 4mm and 6mm. Because it is critical to not oversize popliteal artery viabahn stents, the popliteal diameter and consequently the viabahn stent diameter likely was 5mm or 6mm. With relatively straight anatomy, the smallest diameter sheath, a 7 f sheath, would have been the logical choice. The choice of an 8f sheath indicates that the highly angled antegrade access either caused or was anticipated to cause too much friction using 7f sheath for viabahn introduction. 3. An image of the 120mm ptx was not provided. Two images of the two proximal stents were provided. The 8x80mm stent was the mid stent. It was implanted to a length of 63mm and overlapped with the most distal 120mm stent. This stent expanded to at least 7mm except at its proximal end where it was constrained to 5mm. Even though the image quality was limited, stent element crowding, indicative of longitudinal compression, was evident. 4. The most proximal stent was the 8mmx60mm stent. It was implanted to a length of 43mm. Each end of the stent was constrained to a diameter between 4.6 and 4.8mm. Again, despite poor image quality, stent element crowding that is indicative of longitudinal compression, was present. 5. The lesion was reported as an occlusion. After angioplasty, plaque that was occlusive is more likely to be highly irregular and more likely to recoil. 6. The lumen into which the stents were deployed was significantly narrower than the design stent diameter either as a result of insufficient pre-implantation angioplasty or significant recoil. Impression: 1. The two proximal stents were implanted in longitudinal compression. Imaging of the complaint, pr179596, was not provided. Given the longitudinal compression of the two proximal stents, the complaint stent was also implanted in longitudinal compression and not mislabeled. 2. Two mechanisms likely combined to cause implantation in longitudinal compression. First, inadvertent delivery system advancement was likely, particularly since all three stents were longitudinally compressed. Antegrade access with an acute artery enter angle and short vessel purchase and significant stent diameter oversizing increase the likelihood of stent implantation in longitudinal compression . Access angulation prevents sheath retraction. This is sensed by the operator as device kickback, causing the operator to apply forward pressure that inadvertently advances the entire system. Second, the lumen characteristics favored stent extraction. The stents were deployed into a lumen that was likely significantly smaller than the stents' diameter and highly irregular. This causes the stent elements to deploy angulated rather than parallel to the vessel lumen. This effectively shortens the stent and extracts it from the delivery system. 3. Significant findings relative to the patient's anatomy were observed. The stents were deployed from a steep angle. The increased friction likely necessitated usage of a larger diameter sheath. As a result of the antegrade access' short purchase, system stability was reduced. 4. Significant findings relative to the disease state were observed. Because the lesion was occlusive, the pre-stent lumen was significantly narrower relative to the stents' diameter and likely highly irregular. 5. Significant findings relative to the use of the device were observed. The stents were deployed longitudinally compressed as the result of inadvertent delivery system advancement and stent extraction. Stent extraction was encouraged by aggressive oversizing and possible modest preimplantation angioplasty. Eight mm diameter stents are usually implanted in the iliac arteries. Most sfa stents are 6mm with 7mm used on occasion. 6. Significant findings relative to the design or performance of the device were not observed. 7. Cause of adverse events was not observed. Based on the imaging review, the complaint of stent shortening is confirmed. It was stated that the two most proximal stents (8mmx60mm & 8x80mm) were implanted in longitudinal compression. As per the imaging review, it was stated that the likely cause of this event was a combination of the following two mechanisms, and not stent mislabeling: first, inadvertent delivery system advancement was likely, particularly since all three stents were longitudinally compressed. Antegrade access with an acute artery enter angle and short vessel purchase and significant stent diameter oversizing increase the likelihood of stent implantation in longitudinal compression . Access angulation prevents sheath retraction. This is sensed by the operator as device kickback, causing the operator to apply forward pressure that inadvertently advances the entire system. Second, the lumen characteristics favored stent extraction. The stents were deployed into a lumen that was likely significantly smaller than the stents' diameter and highly irregular. This causes the stent elements to deploy angulated rather than parallel to the vessel lumen. This effectively shortens the stent and extracts it from the delivery system. However a definite root cause of this complaint cannot be confirmed. It may be noted that the instructions for use, zilver ptx drug-eluting stent is designed not to shorten upon deployment. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1235335. Additional placement of a zisv6-35-125-8.0-60-ptx stent was required as a result of this event. There were no further actions required and the patient is well. Outflow was good and result acceptable. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Initial report details: physician opened a zilver ptx stent box 8x120. After placement the stent appeared on the screen only to be 80mm long instead of the needed 120. Nurse called me. Action: use other on shelf cnt stents to cover the complete lesion to serve the patient correct. All 3 stents did not have the length that was expected. Physician did flush both (inner and outer sheath) holded the deployment system strength, deployed first 4 - 5 mm and then waited a few seconds to let the nitinol stent open before releasing complete stent. Additional clarification provided as follows: "original plan was to place 2 zptx stents to cover a 17cm long sfa lesion. (120 + 60, 1cm overlapping zone) the first one expected to be 120 long was only 80 (1/3rd of the length was missing). As dr. (B)(6) still need to cover another 9cm with no 8x100mm in stock he decided to take the 80 long. Also this one came out only with 6cm length (again 1/3rd of the length missing) it ended up in the need of placing a 3rd zptx ¿ still to cover the original 17cm long lesion. He had another 60mm long on stock and took this one as last option. Unfortunately, also this one shortened and was only 4cm instead of the expected 60mm length. As with the overlapping zones still the 17cm have not been covered properly dr. Schmidt needed to place another stent which was then a medtronic everflex 8x4. There were no further actions required and the patient is well. Outflow was good and result acceptable." Reference related reports # 3001845648-2017-00150 & 3001845648-2017-00151.